Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found with insufficient cannula length during use. The following has been provided by the initial reporter: it was reported that during injection patient end of needle bends and the needle is too short. Consumer reported, during injection, patient end of pen needle bends. He is able to get his complete dosage stated, the needles are too short no injury to report he does rotate different injection sites and does not re-use lot: 8186892, expiration date: 2023-07-31, item: 320122.

Manufacturer narrative:
H.6. Investigation summary: customer returned (27) sealed 4mm, 32g pen needles from lot#: 8186892. Customer states that the patient end of the pen needle bends during use and the needles are too short. All returned syringes were tested for point geometry, lube, cannula od, and cannula length for the patient end (specs: outer diameter for 31g: 0.0090¿-0.0095¿; specs for 4mm: range of cannula length: 0.1093¿-0.2032¿). All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found with insufficient cannula length during use. The following has been provided by the initial reporter: it was reported that during injection patient end of needle bends and the needle is too short. Verbatim: consumer reported, during injection, patient end of pen needle bends. He is able to get his complete dosage. Stated, the needles are too short. No injury to report. He does rotate different injection sites and does not re-use. Lot: 8186892. Expiration date: 2023-07-31. Item: 320122.